Event description:
It was reported that when the patient's lead was to be implanted, it was noticed that the tip of the lead was bent. The lead was not used. The implant surgery was completed with a new, "good," lead. No further details, patient symptoms or outcome were provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of lead model 3389s-40, lot # v772097 showed no anomaly found. Outer insulation intact. Continuity acceptable; no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.